Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer stated that they received had hardware low level failures alarm after running a self-test. Customer was able to successfully clear the alarm. The customer stated that the insulin pump did not pass self-test. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be return for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. Hardware low level failures alarm (variable 3) confirmed in the insulin pump history due to broken pin 6 trace (sda) on u1 keypad assembly.